Manufacturer narrative:
(B)(4). The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # r92z9m. Device manufacture date is 4/11/2018. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The device was conforming. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.